Manufacturer narrative:
This report is submitted on february 9, 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth and developed chronic infections at the abutment site due to excessive scalp thickness. Additional information has been requested but has not been made available as of the date of this report.